Event description:
Customer alleges she was on the sidewalk going down a curb and the scooter flipped over as she was turning to go home causing her to fall off.

Event description:
Customer alleges she was on the sidewalk going down a curb and the scooter flipped over as she was turning to go home causing her to fall off.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was evaluated and the alleged event could not be duplicated. The nature of the alleged event is unknown.